Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The generator unit was analyzed and failure analysis investigations neither replicated nor confirmed the customer-reported complaint. The issue could not be confirmed through a review of system logs. Visual inspection did not identify any abnormalities related to the reported event. Functional testing was conducted using the system platform, during which the unit powered on and successfully cauterized across all ports and instruments without issue. A review of the internal logs also did not reveal any errors. The complaint was not confirmed based on the failure analysis. The probable root cause cannot be determined based on the information provided and failure analysis results.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted radical extraperitoneal prostatectomy with lymphadenectomy surgical procedure, the customer experienced an issue where the monopolar energy port was not sensing the instrument. The site attempted to resolve the problem by replacing both the energy cable and the instrument, but these efforts were unsuccessful. Consequently, an external cautery device was used. No errors were found in the system logs. The procedure was completed as planned, with no reports of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. Isi has not received the iesu for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: it was half hour in the procedure when the reported issue occurred.

Event description:
Refer to h11 for follow-up information.